Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 4 months, 16 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital due to a hemoglobin of 6.7 g/dl. The clinicians suspected possible gastrointestinal (gi) bleeding. At the time of the event, the patient's anticoagulation regimen included warfarin and aspirin. Wafarin was placed on hold at the time of admission. A fecal occult blood was negative. An esophagogastroduodenoscopy (egd) revealed gastritis and a colonoscopy indicated diverticulosis. Arteriovenous malformations (avm) were not identified. The patient was discharged home with plans to pursue a capsule endoscopy as an outpatient. On (B)(6) 2018, it was reported that the endoscopy had not yet been performed per patient's decision. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on vad support. The hm3 IFU lists bleeding as an adverse event that may be associated with the use of the hm3. The IFU outlines anticoagulation therapy and inr ranges. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.